Event description:
Customer reported receiving a high glucose reading (494 mg/dl) from their freestyle meter. Customer reported going to a local hosp where they obtained a glucose reading of 43 mg/dl and diagnosed customer with severe hypoglycemia. Customer reported being treated with IV glucose, orange juice and potassium tablets.

Manufacturer narrative:
This is an initial report. The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available.